Event description:
It was reported that the patient's right ventricular (rv) lead exhibited insulation damage and noise oversensing resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.